Event description:
Additional information received; the only intervention required were the eye drops and no additional surgery is required.

Manufacturer narrative:
The manufacturer internal reference number is: 2020-01031.

Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The energy was stable during treatment day. The logfile shows multiple successfully performed treatments. Treatment was identified in logfile. Treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. According to technical onsite visit and logfile review no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the symptoms have resolved postoperatively.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patent with a corneal infiltrate one day following lasik treatment. The site reports additional intervention was required. Four days later the infiltrate is reported as resolving. Additional information was received; the patient is tapering off the antibiotics.